Event description:
It was reported that patient was implanted with tandem cuff artificial urinary sphincter (aus) 15 years ago. Patient experienced recurring incontinence. Physician explanted all components and replaced with single cuff device.